Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found. It was noted that the proximal conductor was distorted, there was blood on the distal electrode, and the lead was damaged at implant. The analyst noted that the lead was returned with a slight bend to the proximal conductor, although the lead straightened out after the helix testing was performed. There was no damage or abnormalities observed on the distal tip of the conductor. Dried blood was observed in the sleevehead and on the helix. Helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while attempting to implant the right ventricular (rv) lead, the lead tip bent during access. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.